Manufacturer narrative:
Additional information was added to h4, h6 and h10. H4: device manufactured between november 27, 2020 to november 28, 2020. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: no.(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from infusion hole. This was identified before use. There was no patient involvement. No additional information is available.